Manufacturer narrative:
The 3003721894-2016-00137 is associated with argus case (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as poligrip in the us.

Event description:
Exacerbation of celiac disease [celiac disease]. Disease exacerbation [exacerbation of disease] case description: this case was reported by a consumer via call center representative and described the occurrence of celiac disease in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number mb2a, expiry date september 2016) for denture wearer. Concurrent medical conditions included celiac disease. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced celiac disease (serious criteria gsk medically significant) and exacerbation of disease. On an unknown date, the outcome of the celiac disease and exacerbation of disease were unknown. The reporter considered the celiac disease and exacerbation of disease to be possibly related to ultra corega flavor free. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the consumer stated that she is under a strict diet so the event might be related to the use of ultra corega.